Event description:
Pt was weaning on ventilator and went into safety valve open alarm. Error codes generated during incident: zb0059-loss of bd communication, lb0076- task monitor, pl0087 unexpected reset umpire test and zb0061- resume bd communication.